Manufacturer narrative:
Although requested, device will not be returned to the manufacturer. Results pending completion of the investigation.

Event description:
Two false positive hcg results occurred when administering the cardinal health rapid combo test on a patient. The two serum samples were taken 18 hours apart. The confirmatory result when using a beckman dxi was negative. There was no adverse event reported, no patient harm nor treatment withheld. A complete blood count and basic metabolic panel were performed and the bowel obstructive surgery occurred with no negative patient impact from the false positive results. Although requested, no further information has been provided.

Manufacturer narrative:
D9: product received (B)(6) 2021. H3: yes. Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical serum samples. The results were read at 5 and 6 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of either retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.